Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During unpacking of a 3.00x38mm promus element plus drug-eluting stent, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus,mr,ous 3.00x38mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. The proximal stent struts were lifted and the distal struts were lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. During unpacking of a 3.00x38mm promus element plus drug-eluting stent, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported.